Event description:
It was initially reported that the patient experienced multiple line-blocked alarms while using a cleo 90 infusion set. The event occurred during patient use. There was patient involvement with no injury reported. During investigation of the returned device, the cannula was found to be bent from its original position, and occlusion was confirmed.

Manufacturer narrative:
One used device was returned for evaluation. The device history records were reviewed, and no nonconformities relevant to the reported issue were identified. The returned infusion set was visually inspected, and the cannula was observed to be bent. Functional testing was performed using a hydrostatic pressure pump; the tubing was then reprimed with dyed water and sectioned, during which no solvent membrane was identified. The reported complaint of occlusion was confirmed. A probable root cause could not be determined.